Event description:
It was reported the patient experienced a lack of effect with increased pain. The patient stated she had no pain control with the pump even with increased medication at each refill. She stated that when she was active, she felt withdrawal symptoms. When she was non-active, she was ok. At the patient's follow up visit on (B) (6) 2009, the patient was doing very well and the hcp continued to increase the dose in the pump. On (B) (6) 2009, the patient was seen by the hcp for a refill. Through fluoroscopic guidance, the hcp found the pump had "turned". The hcp was able to turn the pump back over without difficulty and refill the pump. The patient was seen by the implanting hcp on (B) (6) 2009 due to the patient stating the pump was "not working". The patient was scheduled for revision surgery on (B) (6) 2009. During the surgery, the hcp noted there was no flow of cfs from the catheter. The hcp was able to find the sutureless connection site where he noted the metal tip had broken and fractured through the catheter. The hcp was able to cut the catheter at the fracture site, remove the torn section, and reconnect the catheter. Csf flow was verified down to the distal end of the catheter. The pump was placed in a dacron pouch and anchored in the pocket. The patient was seen by the hcp on (B) (6) 2009 once again for complaints of the pump flipping and no longer working. The hcp scheduled another revision to re-anchor the pump. The patient was placed in an "aspen quickdraw lso" to overlay the shunt and hold in place until it healed. Revision surgery occurred on (B) (6) 2009. Upon opening the pump pocket, the hcp noted fluid and a "gelatinous substance". It was sent for culture. It was verified the catheter was functional and intact. The hcp was able to aspirate csf. The old pouch was removed, the pump was cleaned including an antibiotic saline, and suture ligated each of the four anchors to the pump down to the pump pocket. The "dead space" was eliminated by suturing the pump pocket to the pouch. The hcp suggested the flipping events may have been due to the patient's weight loss. The hcp indicated the patient experienced no injury.

Manufacturer narrative:
(B) (4).